Event description:
Needle covering did not retract back properly on several of these, causing blood to spray. User was stuck trying to pull sheath over needle properly. User knew the pt was human immunodeficiency virus positive. However, user tried to resheath to avoid splashing.

Manufacturer narrative:
Sections a through f completed by MFR's reporting site. Evaluation summary report: the device which failed was provided by the customer. Visual inspection of the luer adapter found the non-pt sleeve was side-pierced causing leakage. The lot number of the luer adapter was not provided by the customer as they were using many different lots at the time. A device history record could not be reviewed without knowing the lot number of the device. Comments: technician was stuck while trying to pull non-pt sleeve back over needle to stop leakage. Technician who experienced needlestick was aware she was dealing with a human immunodeficiency virus positive pt. Technician was treated with drugs for one month, and to date has had a negative dna test. No other information is available.